Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose because she was not getting insulin as she did not rewind insulin pump. The customer¿s blood glucose level was 400 mg/dl. The customer also mentioned other blood glucose value as 260 mg/dl. The customer reported pain at infusion set insertion site. Customer reports that they did not receive medical treatment as a result of site issue. The insulin pump will not be returned for analysis.